Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced weakness. It was also noted that the right ventricular his bundle (rv) lead exhibited increased and high capture threshold. The lead remains in use. No further patient complications have been reported as a result of this event.